Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
When using the anterior referencing distal femoral cutting guide during a triatholon cr knee, surgeon stated that the locking screw on the cutting guide was stripped and he cannot loosen it or tightening it. A second ar triathlon instrument tray was opened and the case was done without incident.

Manufacturer narrative:
Device history review: review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events reported for the reported manufacturing lot. Visual inspection: the device has markings consistent with use and cleaning. Functional inspection: one of the screws seized and was unable to turn, confirming the reported event. The event was confirmed. Previous mars indicate it is likely that the screw was over-torqued in the retracted position, causing the seizure. No remarkable damages were observed on the threaded surfaces. No material or manufacturing defects were observed during this examination.

Event description:
When using the anterior referencing distal femoral cutting guide during a triatholon cr knee, surgeon stated that the locking screw on the cutting guide was stripped and he cannot loosen it or tightening it. A second ar triathlon instrument tray was opened and the case was done without incident.